Event description:
It was reported that device detachment occurred. The 70% stenosed target lesion was located in the moderately calcified coronary artery. An opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. During withdrawal the catheter broke. The device was removed from the patient, and the procedure was completed using an alternate method. No patient complications were reported.

Manufacturer narrative:
During product analysis, it was observed that the imaging window was detached near the lap joint section. Therefore, the reported complaint is confirmed. Additionally, the imaging core was coiled, and the sheath was kinked. Partial or complete detachments are prone to occur near the lap joint section due to the difference in rigidity between the imaging window and the sheath section, due to this, the forces in this section are not evenly distributed and are mainly focused over the least rigid material. The detached sections showed evidence of a separation due to a bending action, this is often encountered during advancement of the device, since this causes a compression that if not aligned with the axis, lead the material to bend. It was confirmed that during the manufacturing process, the lap joint section is visually inspected in order to dispose any unit with a damaged imaging window, it is most probable that the material was compromised during usage of the device. Since it is most probable that the reported anatomical factors led to the friction that caused the detachment, thereby, adverse event related to patient condition is the assigned cause for the observed detach of the imaging window. Regarding the coiled imaging core, once the imaging window detachment occurred, the transmission cable is left unsupported, and if it is rotating, it coils up. Then, if the detachment occurred during withdrawal and the cable is coiled, it means that the mdu was on at that time. An IFU review confirmed that this maneuver is not part of the indications listed during placing of the device, it was confirmed that the IFU indicates that the mdu shall remain off when removing the device. Since, it was stated in the event description that the issue occurred during withdrawal, the IFU indicates the correct procedure during removal of the device, and the device is not designed to withstand the forces that may have encountered when removing while rotating; failure to follow instructions is the assigned cause for the coiled imaging core encountered. Regarding the observed kink in the sheath assembly, this can occur in the procedure during the advancement maneuvers, since in this process, the friction between the catheter and the lesion creates a force that opposes the movement of the catheter. If the pushing force from the user and this opposing force caused by the friction, are not parallel to each other, the sheath could bend and consequently collapse into a kink. Since the DHR review confirmed that the device met all manufacturing specifications, it is most probable that the forces which lead to the kink was found during the procedure. Due to the reported anatomical factors, it is possible that the friction between the catheter body and the lesion caused the opposing force that kinked the sheath, thus, adverse event related to patient condition is the assigned cause for the encountered kink.

Event description:
It was reported that device detachment occurred. The 70% stenosed target lesion was located in the moderately calcified coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During withdrawal the catheter broke. The device was removed from the patient, and the procedure was completed using an alternate method. No patient complications were reported.

Manufacturer narrative:
Correction: update to b5, changed "opticross peripheral" to "opticross hd".

Event description:
It was reported that device detachment occurred. The 70% stenosed target lesion was located in the moderately calcified coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During withdrawal the catheter broke. The device was removed from the patient, and the procedure was completed using an alternate method. No patient complications were reported.